Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator alarmed for an internal battery depleted condition. The device's power management board was replaced to address the issue.